Event description:
The user reported frost formation on the needle shaft during a cryoablation procedure. The user noticed frost formation on the needle shaft during the freeze cycle. The user protected the patient's skin to avoid injury. The case was completed with no reported injury to the patient. The needle will be returned to the manufacturer for investigation.

Manufacturer narrative:
The needle was returned to the manufacturer for investigation. The shaft temperature was below specifications, and ice formed along the entire sleeve, confirming the reported complaint. The root cause was identified as insufficient insulation, but needle disassembly did not identify any visible signs of damage along the vacuum sleeve's external surface. Review of the needle lot manufacturing records did not identify any vacuum sleeve malfunctions wtihin the needle batch.

Event description:
This MDR is to document the manufacturer's investigation of the needle used in the reported event. Further investigation or follow-up is not planned for this complaint.